Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Customer gave themselves a manual injection of insulin to address the high bgs. Reportedly, the customer did not charge the pump and the pump shutdown. Tandem technical support educated the customer on charging the pump. The customer was able to charge the pump and resume insulin delivery.